Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device passed self test. No unexpected missing segment or partial display anomalies noted. No unexpected audio or vibrate anomalies noted. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the rainbow effect that makes it hard to see the screen. The customer blood glucose level was unknown. The customer's blood glucose didn't sound or wasn't loud enough for me to hear. The customer tested hearing and it was fine. The insulin pump will not be returned for analysis.